Event description:
It was reported that the patient got a shock for a fast ventricular tachycardia. The shock accelerated the rhythm to ventricular fibrillation. It took an additional shock to successfully convert the arrhythmia. There were some appropriately treated episodes which required more than one shock to covert. An x-ray was done indicating the device was very anterior. This position may be contributing to why multiple shocks were needed in some episodes. Technical services reviewed the data and recommended some programming options. The doctor is considering repositioning the system. There were no additional adverse patient effects. The system remains implanted.